Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a return of pre-existing pain due to high impedances that were displayed on the lead. Reprogramming was attempted to recapture pain coverage however, the patient underwent a lead revision procedure where the lead was explanted. The procedure was completed without any patient complications.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that the lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture. Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: unknown, batch: unknown.

Event description:
It was reported that the patient experienced a return of pre-existing pain due to high impedances that were displayed on the lead. Reprogramming was attempted to recapture pain coverage however, the patient underwent a lead revision procedure where the lead was explanted. The procedure was completed without any patient complications.